Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow up, low pacing impedance and noise resulting in oversensing was observed on the right ventricular (rv) lead. Technical support was contacted and lead damage was suspected. Reprogramming has been performed. The patient was stable.